Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had ring around the reservoir has chipped off . Customer's blood glucose value was 108 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.